Event description:
It was reported that during insertion, a fracture was found in the hub of the needle. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.